Event description:
Boston scientific received information that this system was exhibiting pacing impedance measurements greater than 2000 ohms on the right ventricular (rv) channel. A revision procedure was performed and the rv lead was removed from service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned and will not be returned for testing. This product issue will be updated if additional information is received.